Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose level was unknown at time of incident. No symptoms or treatment were reported. Troubleshooting was performed but did not resolve issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The customer was told the request to replace the insulin pump has been sent to local office. Product will not return for analysis.

Manufacturer narrative:
Constant critical pump error alarm (open book) and a broken force sensor due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.